Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have high blood glucose of 368 mg/dl, which was not treated. Customer reported that high blood glucose began the night prior to call. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Customer reported that drive support cap appeared normal. Customer states there were no leaks but there was one air bubble. Customer changed set and treated with manual injection. Customer declined to check for site or insulin issues; and settings were correct. Customer also declined high pressure test. Troubleshooting was performed for air bubbles and they could not be removed. Customer was advised to change set.